Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This was described as the infuser ¿was initially filled with the liquid (dextrose), then it was injected with the drug (5-fluorouracil) and when the syringe that introduced the active substance was withdrawn a leak was noted¿ at the fill port. This issue was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 02, 2022 - february 04, 2022. H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed to the video and a leak (backflow) was observed at the fill port. The reported condition was verified. The cause of the leak could not be determined, however a possible cause may be due to particulate matter stuck under the device checkband. The particulate matter may be glass fragments from the drug glass ampule used during fill without a filter or acrylic shaving from the product's stressmember. Small shavings from the stressmember can potentially be created during manufacturing and the shavings can get stuck under the checkband and cause a leak at the fill port during filling. The product labelling (IFU, instructions for use) recommends a filter be used during fill to prevent particles from entering inside the fill port and potentially causing a leak at the fill port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.